Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. There were stent struts throughout the stent that were stretched, pulled and bent. The bumper tip was damaged. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There were several kinks throughout the hypotube of the device. A visual and tactile examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery bifurcation. Following placement of a guide catheter and double guide wire, predilation was performed and a 12x4.00 promus premier¿ drug-eluting stent was then advanced but did not progress any further. The device was removed and a great distal deformity was noted. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery bifurcation. Following placement of a guide catheter and double guide wire, predilation was performed and a 12x4.00 promus premier¿ drug-eluting stent was then advanced but did not progress any further. The device was removed and a great distal deformity was noted. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.